Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump stopped infusion. On the day of the event at 17:00 the patient was transferred from the cardiovascular operating room (cvor) to the cardiovascular intensive care unit (cvicu) with a continuous epinephrine infusion which was running continuously (at least for a few hours). The nurse noted the patient¿s blood pressure was ¿dropping¿ and went to titrate up the epinephrine; however, it appeared as the pump had been paused. The screen on the pump displayed ¿primary infusion stopped". The nurse pressed the run/stop key to restart the infusion. The pump started infusing again. In order to stabilize the ¿severely dropping blood pressure¿ the patient was given an extra emergency IV push of epinephrine. The tubing set was changed, and the pump was swapped. The patient recovered and was doing well. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: d9, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The keypad test was performed without incident. The set underwent a short, simulated therapy at 25ml/hour with a volume to be infused of 25ml and the pump infused according to product specifications. During event history log review, on the day of the event, the log showed the pump stopped at 23:06:51. At 23:06:51 showed the infusion stopped by user. At 23:06:52 the pump was shut down ¿due to power switch.¿ then at 23:06:53 the system shut down. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.